Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The surgeon had the following complaints: the rotation knob sticks and he feels a crunch when firing some times and some times not. The only way he feels confident the clips is secure is by hearing crunch. If the artery isn't "shoved" back into the crotch of the jaw the tissue slips "milked" out and the clip doesn't close properly. Same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.